Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
It was reported that the sensor may have been left inside the customer's body after removing the adhesive. Customer stated that there was no cannula connected to the body of the sensor upon removal. Customer's blood glucose reading was 92 mg/dl. Nothing further reported.